Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4). Was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error message was shown while attempting to reboot station. A technical support specialist (tss) identified that the station database was in suspect mode. The tss confirmed that the station database had entered emergency mode and resolved the issue by following the referenced knowledge article (ka) - how to ¿ recover / repair a corrupted dsclientoltp database. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, error pop up was occurring while attempting to reboot station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.